Event description:
The customer reported being hospitalized due to dehydration and high blood glucose of 307 mg/dl. The customer was experiencing unexplained high glucose for several days. It was stated that the events leading to her admission was ketones and vomiting. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. Determined that the reservoir and the infusion set were connected using proper technique. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.